Event description:
It was reported that during a procedure, while ablating, all signals on the carto 3 and ep recording systems had "big noise" and then become flat line. The procedure was continued without the carto 3 system. No patient injury was reported.

Manufacturer narrative:
Additional information provided stated that bwi concomitant product used during the procedure: navistar thermocool catheter, model #: d-1197-17-s, lot #.: 15533693m. (B)(4). It was reported that during a procedure, while ablating, all signals on the carto 3 and ep recording systems had "big noise" and then become flat line. The procedure was continued without the carto 3 system. The carto 3 system associated with the reported incident was uninstalled and sent to manufacturing site. The manufacturer investigated the system and identified that a component (tvs) that failed in the back plane card caused the issue. The system was sent to subcontractor for back-plane repair. The DHR associated with carto 3 # 12549 was reviewed and there was no discrepancy noted. The system met all specifications upon its release. In addition, a corrective action has been opened to address and resolve this issue.

Manufacturer narrative:
(B)(4).